Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an infection and an observed skin erosion. Also, the pacemaker was explanted at the same surgery for the same reason. No additional adverse patient effects were reported.